Manufacturer narrative:
Prytime is continuing to investigate the reported issue in an effort to clarify the root cause.

Event description:
(B)(6) male patient working on truck when carjack failed. Patient transferred from another hospital. Imaging confirmed open-book pelvic fracture. ER-reboa¿ catheter used to control bleeding. Operating physician indicated that use of ER-reboa¿ catheter led to pseudoaneurysm which required 1 hour of manual pressure, but no surgical intervention to resolve.

Manufacturer narrative:
Prytime's chief medical officer, dr. (B)(6), was contacted for input on this case on 7/5/2018, two days after the initial MDR filing. In his response he confirmed that a pseudoaneurysm treated with a "fem stop" device is indicitative of an issue related to the femoral access site. On 8/22/2018 the returned device (second catheter used) was received at (B)(6) colorado office. An investigation was scheduled for and conducted on 8/31 at prytime's contract laboratory. The investigation confirmed two important details: the balloon was over-inflated during use (confirmed by balloon deformation pattern unique to over-inflation) resulting in a portion of the distal balloon bond becoming inverted. This inverted bond is likely the source of the difficulty removing the device from the introducer sheath. The introducer sheath (also returned with the device) was damaged, likely as a result of the user attempting to forcefully remove the catheter with the inverted distal balloon bond. It is believed that the inverted distal balloon bond was the cause of the initial removal complications, not residual fluid in the balloon thus the device did not fail to meet its performance specifications. Although there is insufficient detail to confirm with certainty, there is a potential connection between the over-inflated balloon, damaged introducer sheath, and access closure complications. A note in step 11 of the ER-reboa¿ catheter IFU is intended to address the potential for this outcome, reading, "note: if difficulty is encountered when removing the catheter, remove the catheter and introducer sheath as a unit."

Event description:
41 year old male patient working on truck when carjack failed. Patient transferred from another hospital. Imaging confirmed open-book pelvic fracture. ER-reboa¿ catheter used to control bleeding. Physician measured to deploy at 30 cm. Drew negative pressure on balloon using syringe and closed balloon lumen stopcock. Balloon was dipped in saline to aid in advancement of the peel-away sheath. Peel-away sheath was advanced over balloon and p-tip® without any resistance. Catheter was advanced to 30cm and inflated with 15cc. Physician mentioned balloon wanted to migrate distal vs typical proximal migration. Balloon ruptured and was confirmed by aspirating blood through the balloon lumen. Catheter removed without resistance and second catheter placed using same technique. This time the catheter was deployed to zone 1 at 50cm. No imaging was used to confirm placement. Balloon inflated with 15cc and received a "great response". Eventually deflated and moved balloon to zone 3 inflating with 15cc once again. "Great response." Patient was transferred to interventional radiology for embolization. In ir, the physician deflated the balloon and attempted to remove the catheter but was unable to pass the device through the introducer sheath. Under fluoroscopy they could see the balloon was still in the patient and not in the introducer sheath. In response, a 30cc syringe was connected to the balloon lumen of the catheter and vacuum drawn in an attempt to remove any residual saline. This was unsuccessful in solving the removal issue. Unable to remove the ER-reboa¿ device through the introducer sheath, the ir physician eventually attempted to feed a wire through the catheter to proceed with embolization. This did not work, but allegedly did have an unknown effect on the balloon, allowing it to be removed without resistance. The ir physician conducted embolization and patient ultimately developed a pseudoaneurysm which required 1 hour of manual pressure using a "fem stop" device, but no surgical intervention to resolve. The second catheter was saved and returned to prytime for investigation.